Event description:
The complainant reported that during a replacement procedure, on a male patient, there was resistance while attempting to remove the feeding device. It was found that the bolster had detached and remained in the body. Initially, it was thought that the patient had developed an ileus due to the detached bolster but upon x-ray, on two occasions, the bolster has not been detected. Despite three e-mail attempts to obtain further information nothing further is available at this time. Should any additional, relevant information become available a supplement will be filed.

Manufacturer narrative:
This device has been received by this manufacturer, but the eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.